Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the 5-lead ECG cable for this defibrillator failed. There was no patient impact.